Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label and cracked belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received no delivery alarms and the customer reported that the insulin pump was not working as design. The customer¿s blood glucose level was 14.6 mmol/l at the time of incident. The customer also reported that the customer had high blood glucose level and the blood glucose level was 24.6 mmol/l and also the customer had low blood glucose level in past. The drive support cap was not damaged. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.